Event description:
International complaint received from national complaint coordinator who reports that the tubing separated below the y-site of a solution set during patient use. Intravenous solution was found to be leaking onto the patient's bed. There was no reported injury, blood loss or medical intervention required. Although attempts have been made by baxter to obtain more data; details were not available